Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("doing hysto because of all my issues") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and adverse event ("adverse event nos"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was described/confirmed in patient¿s social media: medical device removal and adverse event. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of medical device removal ("doing hysto because of all my issues") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and adverse event ("adverse event nos"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was described/confirmed in patient¿s social media: medical device removal and adverse event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.